Event description:
Rxsight became aware of an anonymous user - likely an ophthalmologist - who reported that they removed a light adjustable lens (lal) due to inadequate dilation.

Manufacturer narrative:
Manufacturer reference#: (B)(4).